Event description:
It was reported that the patients lead had high impedances, and an x-ray confirmed lead migration. The patient underwent an explant procedure. All explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-splitters, upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 17259170. UDI: (B)(4).